Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer 5.2 read write memory error. A field service engineer shut down the station and proceeded to reseat all row board cables, including the row board cable connected to the drawer control board. Then restarted the station and logged into the hardware test application (hta) to run the test tool. The drawer test was successful and then restarted the station once more, after which the user performed a successful inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the system displayed error as drawer 5.2 read write memory error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.